Event description:
Covidien received info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory flow sensor. The unit then passed all testing and operated within the manufacturing specifications. (B)(4).